Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer¿s blood glucose level was unknown. Insulin pump was neither beeping nor vibrating. Customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer was assisted in performing self-test, and the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
No unexpected low reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, device failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio or beeping anomaly noted.